Event description:
The user facility reported three advance capsule endoscope delivery devices did not deploy properly during patient procedures. In one of the procedures, the capsule detached and had to be retrieved. The procedures were completed successfully utilizing an additional advance capsule endoscope delivery device. No report of injury.

Manufacturer narrative:
The advance capsule endoscope delivery devices were discarded following the reported events and are not available for evaluation. Without return of the devices, a root cause cannot be determined. The advance capsule endoscope delivery device instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist." A steris account manager offered in-service training on the proper use and operation of the advance capsule endoscope delivery device; however, the user facility has declined. The device history record was reviewed for the subject lot and confirmed the lot was manufactured to specifications; no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.